Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications.

Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur include, but are not limited to: vascular trauma (e.g., dissection).

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent an endovascular procedure to repair an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. A gore® dryseal sheath with hydrophilic coating (16 fr) was inserted from the left side. An ipsilateral leg was deployed in the left side, and a contralateral leg was deployed in the right side. After the endoprosthesis was implanted, final angiography showed a localized dissection from the left common iliac artery to the origin of the left external iliac artery. It was reported that the distal end of the ipsilateral leg was located almost at the bifurcation of the left external and internal iliac artery and the distal end of the endoprosthesis was slightly oversized against the left common iliac artery. The physician reportedly considered this condition was a possible cause of the dissection. A bare metal stent (smart) was additionally implanted distal to the ipsilateral leg to repair the dissection, and the procedure was concluded. The patient tolerated the procedure.